Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing back pain after the trial procedure. It was believed that back pain was due to procedural pain at the lead entry site. The patient underwent early lead pull.